Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not being used on a pt at the time of failure. The customer reported to have not duplicated the alleged malfunction. According to the customer, the ventilator passed all testing. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).